Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Cracking was observed when testing was performed on the cannula of the event unit. Scratches were also observed on the cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the cannula contained a material abnormality, which caused the cannula to be more susceptible to damage when making contact with an instrument (used for passing suture and introducing mesh). The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic hernia repair. Event description: the rep was not present for the case. When they were removing the camera from its port, the scrub tech noticed that the tip of the cannula had broken off. The trocar was being used for passing [ ] suture and introducing mesh (either 15x20 or 15x22). They removed the broken piece from inside the patient. There was no patient injury. There are no pictures available. The device is available for return. Type of intervention: piece was retrieved from the patient. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic hernia repair. Event description: the rep was not present for the case. When they were removing the camera from its port, the scrub tech noticed that the tip of the cannula had broken off. The trocar was being used for passing [ ] suture and introducing mesh (either 15x20 or 15x22). They removed the broken piece from inside the patient. There was no patient injury. There are no pictures available. The device is available for return. Type of intervention: piece was retrieved from the patient. Patient status: no patient injury.